Event description:
It was reported that approximately 28.5 months post implant of a bifurcated device, an infrarenal aortic extension and a limb extension, an endoleak was observed in the bottom segment of the bifurcated device. Reportedly, a computed tomography (CT) scan revealed calcification present at the endoleak location. The physician chose to reline the device with an additional bifurcated device, which successfully corrected the endoleak. Post-implant, the device was ballooned at the proximal end of the main body and distal to the device bifurcated limbs. The patient was reported to be doing well. Additional note: the patient had been seen yearly for CT follow up. The endoleak was noted during the last CT exam.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Pre-operative and post-operative imaging were provided and reviewed by an internal clinical representative. The review indicates: product use in this patient might have been cautionary due to the severity of the calcifications at the bifurcation and the mid -body blood lumen. The patient's medical history might have contributed to this complaint as aneurysmal progression. There might have been evidence of an endoleak 3b or 2 (lumbar origin) prior to this complaint. The reported endoleak 3b was not substantiated radiographically; the images were not available for review (CT or angiography). A complication post event procedure (anemia, chf) and a secondary procedure were substantiated. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined as the type of endoleak is inconclusive. The severely calcified anatomy is a likely contributing factor and device use might have been incongruent with IFU specifications.